Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did not passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. Device powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the pump back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted. No unexpected pump error 75 alarm noted. (B)(4).